Event description:
Initial ck mb stat results as follows for different patients: 5.79 ng/ml, 5.73 ng/ml, 6.45 ng/ml, 13.70 ng/ml, 3.09 ng/ml. Same samples repeated recovered 3.99 ng/ml, 3.93 ng/ml, 4.53 ng/ml, 9.71 ng/ml, and 2.13 ng/ml respectively. No information provided to determine if results were used to guide therapy. The field service representative was unable to determine cause of discrepant results. The field service representative performed performance check tests which were within specification. The user has not had further occurrences since the field service rep was on site.